Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reports via phone call the pump time is changing on her pump. The customer's blood glucose levels are 200 mg/dl during the incident. The customer states noticed the pump time has changed. Customer was assisted with trouble shooting. The gain is greater than 3 minutes within 10 days and the gain is greater than 9 minutes within 30 days. The pump will need to be replaced. Advised to discontinue use of the pump and revert to back up plan per hcp instructions. The pump will return for analysis.

Manufacturer narrative:
Pump was monitored in 4 days and no time gain/loss anomaly noted. Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.